Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. (B)(4)

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens being too small. The lens was explanted and replaced with a longer length lens and problem was resolved. Cause of the event was not reported. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.